Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) level above 300 mg/dl resulting in an artificial coma. Reportedly, the continuous glucose monitor values were inaccurately low; however, no further information was available regarding the cause of the high bg. Additionally, the customer's family ignored the pump's high bg alert and did not initially treat the high bg. At the hospital, healthcare providers administered intravenous fluids of saline and insulin to address bg and induced the customer in an artificial coma due to choking on vomit. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On august 18th, 2023, the distributor reported that the customer passed away on (B)(6) 2023. The pump data is not available for review at the time of this report. This event took place in germany. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.